Event description:
A 66-year-old male with a pre-support clinical state consistent with scai shock stage d underwent impella cp support for high-risk percutaneous coronary intervention (hrpci). During placement of a 14f sheath via the right femoral artery, the operator reported that the sheath was inserted at a high angle with excessive force. A hematoma was noted at the access site shortly thereafter, initially presumed to be related to prior 6f sheath placement following perclose deployment. Throughout the procedure, the hematoma appeared to progressively enlarge, though visualization was limited by sterile draping. Following completion of pci, attempts to wean impella support, however the physician elected to maintain mechanical support. The 14fr peel away sheath was removed and the repositioning sheath was inserted. Upon removal of the sterile drapes, a significantly enlarged access site hematoma was identified. The decision was made to remove the impella device and transition support to an intra-aortic balloon pump (iabp) via the contralateral femoral artery. The impella device was successfully explanted, and hemostasis was managed with perclose deployment and contralateral balloon tamponade. Anticoagulation during the procedure included heparin with act maintained in the 300-second range. No vessel perforation or dissection was reported. The patient experienced access site bleeding attributed to the procedure and was reported to have survived the event. Based on available information, the access site hematoma and associated bleeding were attributed to traumatic sheath insertion involving excessive force and suboptimal insertion angle, representing a procedural complication. The event is considered procedure-related rather than device-related.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.